Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. There was no allegation against the device. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and lcd display not functional/unable to see data was observed. The device's internal battery and lcd kit needs to be replaced to address the issue. The device was returned unrepaired. In addition of the above evaluation, 2 bottom cracked inlet screw holes, auxiliary cover missing, 2 feet missing. Inlet air path assembly and removable air path foam was replaced per remediation. Enclosure feet will need to be replaced due to missing. Rear case kit with enclosure seam gasket will need replaced due to physical damage/cracked screw boss mount(s). Base enclosure kit, including faa label, mr unsafe label and warning label, will need replaced due to auxiliary cover missing, which was not related to the malfunction/issue.